Manufacturer narrative:
Please retract this report 2017865-2013-04881. The same issue was reported as 2017865-2013-04666.

Event description:
It was reported that the patient presented to the hospital with dizzy spells. Upon evaluation the ventricular lead exhibited intermittent capture lasting 2 seconds via holter monitor. The lead remained implanted. The patient would be monitored.